Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the pelvic array was bumped and the case was completed manually. The procedure was successfully completed.

Manufacturer narrative:
Reported event: an event regarding a bumped array, involving a 2.1 rio robotic arm int. Orth. System- catalog # 204000, was reported. Method and results: device history review: not performed, as rio serial number not reported. Complaint history: based on the device identification (pn 204000) the complaint databases were reviewed from 2011 to present for similar reported events regarding bumped array. There were only 2 events related to bumped array (B)(4). Conclusions: checkpoints values in the vplog including probe check, rio registration and checkpoints in cup reaming and cup impaction page were reviewed and they are within the acceptable tolerances. Whether array was bumped or not can¿t be determined based on the vplog.

Event description:
The surgeon was performing a makoplasty hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the pelvic array was bumped and the case was completed manually. The procedure was successfully completed.